Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred and there was no suture present. The guide wire was reinserted and the device was removed from the anatomy. Hemostasis was achieved using another proglide device. There was no reported adverse pt sequela. Though requested, add'l info was not provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. Without device analysis, a cause for the reported experience could not be determined. However, the most probable cause for the cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. The needle trajectory of every device is checked twice during manufacture of the device. A review of the device lot history record could not be performed as the lot number was not provided.